Event description:
A falsely depressed troponin I result of 0.18 ng/ml was obtained on a patient sample. The result was reported to the physician. The same sample was retested on the same instrument and a result of 2.36 ng/ml was obtained. Repeat testing on an alternate methodology resulted in 2.2 ng/ml. No information was provided regarding patient treatment. Unable to determine adverse health effects due to the falsely depressed troponin I result. The most likely cause for this event was short sampling.

Manufacturer narrative:
No further evaluation of the device is required. Use error: the falsely elevated troponin I result was most likely caused by short sampling. Instrument data does not indicate an instrument problem. The short sampling was most likely caused by a clot. This was discussed with the customer. The dimension ctni flex reagent cartridge IFU states that specimens should be free of particulate matter. The device was performing within specifications.